Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth uhp 1030cc catalog #35051030l sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient with history of bilateral prophylactic mastectomies, underwent breast reconstruction with mentor smooth uhp 1030cc gel breast prostheses on (B)(6) 2017. The patient developed left side contour deformity with slight bottoming out and right breast excess skin/folding 'muffin top'. No surgical intervention or treatment was performed. No product issue was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 2/17/2019, mentor became aware that the patient underwent bilateral explantation and replacement with new mentor athena study gel devices and alloderm on (B)(6) 2018 also due to animation deformity. Mentor also became aware that the patient's dissatisfaction with breast pain, and excess skin/folding issue was marked as resolved post removal and replacement on (B)(6) 2018. The device is not marketed in the us, and as such, is not subject to MDR reporting. Therefore, no additional follow up reports will be sent. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/13/2018, 12/18/2018, 12/31/2018, and 1/9/2019, mentor became aware of additional information regarding the patient's current progress. The summary of the additional information is the following: this event is associated with the (B)(4) clinical trial, participant 1126. It was reported that a 52 year old caucasian female patient with history of bilateral prophylactic mastectomies who underwent breast reconstruction with mentor athena study devices on (B)(6) 2017 developed left side contour deformity with slight bottoming out and right breast excess skin/folding 'muffin top'. The principal investigator assessed this event as probably related to the breast, unknown relation to the study device, and unknown relation to the study procedure. The patient also developed animation deformity on the right side with onset date of (B)(6) 2017. The principal investigator assessed this event as possibly related to the breast, possibly related to the study device, and not related to the study procedure. The patient underwent bilateral fat grafting procedure on (B)(6) 2018. The patient then developed a left breast seroma with an unknown onset date that was observed on (B)(6) 2017. The principal investigator assessed this event as possibly related to the breast, not related to the study device, and probably related to the study procedure. The study devices were both left implanted. The patient used a pad surgical bra to compress the small fluid collection. This issue was marked as resolved on (B)(6) 2017. The patient expressed dissatisfaction with the appearance of her breasts on (B)(6) 2017. The patient underwent bilateral explantation and replacement with new mentor athena study gel devices on (B)(6) 2018 due to asymmetry and pain. The patient's dissatisfaction with appearance was marked as resolved post removal and replacement on (B)(6) 2018. No product issue, such as rupture, was reported. These devices have not been approved by the us FDA and are not marketed for sale in the us. Therefore this event is not MDR/psr reportable. However, since we already reported the event, we are going to provide follow-ups for any additional information. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/4/2018, mentor became aware that the principal investigator assessed this event as probably related to the breast, unknown relation to the study device, and unknown relation to the study procedure. No surgical intervention or treatment was performed. The patient also developed an animation deformity of the right side and expressed dissatisfaction with appearance of her right breast. The principal investigator assessed these events as possibly related to the breast, possibly related to the study device, and not related to the study procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2018, mentor became aware that the patient underwent fat grafting procedure on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).